Event description:
Patient reported breast prosthesis with undulations and intracapsular rupture of the right implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and breast prosthesis with undulations.